Event description:
This case refers to pt # 2 of 14 : based on information received from the paper "endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation" by m.v. Groba-marco. The patient was suffering from prosthetic valvular endocarditis (pve). A perceval pvs 23mm was implanted. After 7 months of implantation an echo was performed which showed no issues. 4 months later the patient died.